Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Reportedly, customer reverted to insulin injections for insulin therapy. Customer's blood glucose ranged from 100-150 mg/dl.